Event description:
It was reported when using the pyxis medstation es system had a failed drawer. The customer reported that the 2e2 15.1 medication drawer cannot be accessed. As a result, the medication within the drawer cannot be retrieved or administered. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to half height drawer 4-2 pocket b6 was not detected on the bus. A field service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.